Event description:
Surgeon reports a case of endophthalmitis related to a thread that remained in pt's eye after surgery. The thread was blocked into the wound, like a wick per surgeon, thread might come from the sleeve. Surgeon is not able to specify the ref of the device, the pt's identity or the date of event. No sample. No further info is expected.

Manufacturer narrative:
Investigation including the root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.